Manufacturer narrative:
Alleged failure: surgeon implant cinchlock flex as per IFU. After deployment when removing the inserter the nitinol rod snapped at the handle as pictured. Rod was stuck inside the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user technique error, or 3) user unfamiliarity with device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire broke in the anchor and it could not be completely removed. It was cut flush with the anchor.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire broke in the anchor and it could not be completely removed. It was cut flush with the anchor.